Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a letter that they want to send with all their issues. A letter of recommendation had been requested from patient. At check in patient marked true to pain, jaw discomfort, inflammation/irritation, infection and bleeding greater than 3 days. Update received, letter of recommendation provided. In the letter the dentist states that the aligner treatment cease for the patient. This is contributing to teeth mobility, increased risk of tooth decay and decreased gingival health.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.